Event description:
It was reported to philips that the device had a high temperature error blower. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer has a v60 with high temperature error blower and also verified code was in the significant event log. The customer stated the unit ran for 10 minutes and the issue was not duplicated and no alarms. The rse instructed him to check the air inlet filter, and see if the circulation fan was operating and also recommended replacement parts: blower and motor controller pcba. The customer emailed the rse back and stated that the device ran all weekend and triggered no alarms. The device has been returned to service.